Manufacturer narrative:
The customer also returned autodisc test strips with product code of 3622a and lot number at3608aa. The manufacture date was 01/2008. Expiration date 07/2009.

Event description:
The customer called for help with her breeze2 meter. She performed control tests while troubleshooting and received a result of 209 mg/dl. The normal control range was 113-163 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.